Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "needle failed to retract on multiple attempts."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Testing of the customer samples was performed and retraction failure was not observed. Thirty bd push button blood collection set retention samples from lot 9077622 were evaluated.the IV needle completely retracted and locked out on each of the thirty retention samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355 and potential causes have been identified. As a result, corrective actions have been established and implemented. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "needle failed to retract on multiple attempts."